Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ongoing difficulty connecting to the mystim app since implantation about four weeks ago. Patient(pt) stated that both pt and the representative(rep) have had repeated issues connecting, often requiring multiple phone restarts and taking about five to ten minutes to access the app. Pt also reported meeting with a different rep the previous day and experiencing the same connection issues, including the communicator blue light not turning on during connection attempts. The rep advised pt to contact patient services to request a replacement communicator. Agent explained that connection to the mystim app may require resetting the communicator and provided steps on how to perform the reset. Agent advised pt to contact patient services in the future for connectivity or external device concerns. Due to the ongoing issue, agent submitted a request for repair to replace the communicator. Agent also provided best practices for connecting to the mystim app and the recharger app. The agent reopened and reassigned the case to add a secure note. The patient called back to set up their replacement communicator but received a "not found" message during the initial connection attempt. Although the agent guided the patient through a communicator reset and successfully established a bluetooth connection, the patient then encountered a "no device response" error. Further troubleshooting including resetting the communicator again, closing all apps, restarting the handset, toggling bluetooth, and unlinking/relinking the communicator failed to resolve the "no device response" message. Connection attempts remained unsuccessful despite the patient holding the communicator approximately 1 inch (2.5 cm) away, meeting the 5 cm distance requirement. The patient reported that these issues began immediately following the implant; see prior documentation. Last night, they were unable to adjust stimulation to address tingling because the system failed to start. Patient said only the handset would function but not connect them to therapy; their old communicator 'quit' and flashed different colors, so they let it sit overnight to drain the battery and then they could connect to the implantable neurostimulator (ins) but the communicator's performance was not stable. While the patient confirmed no recent falls or trauma and no swelling, they noted a "hard bump" at the ins site, where they could feel the ins beneath their skin. Although the recharger app confirmed the ins has an 80% charge and an "excellent" connection, the communicator still cannot locate the ins. The patient requested a new communicator, citing a previous representative's comment that some communicators "just don't work at all." Patient mentioned they wanted to use equipment with the communicator disconnected; patient had been trying to connect with the communicator in the handset case. Before the call disconnected, a final setup attempt again resulted in "no device response" even with the communicator out of the case and right against the ins. The agent redirected the patient to their healthcare provider (hcp) , though the patient expressed concern regarding their ability to secure a timely appointment with their hcp.